Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has error 14, power up test failed.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the compressor. Unit test ok handed back in working order. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective compressor. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was (discarded, cannot be returned due to customer policy, etc).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has error 14, power up test failed. There was no patient involved.